Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the investigation. The device was returned to olympus for inspection, and the reported failure (the scope causes pieces of laser sheath to shear off when inserting) was not confirmed. Additionally, lifting on a-rubber glue was reported and confirmed. A definitive root cause of the events cannot be identified. The scope causes pieces of laser sheath to shear off when inserting. As this issue could not be reproduced, this is speculative. The complaint was not confirmed; there was no shear on the sheath. The most probable cause of the complaint is - unable to exclude device problem, which is the investigation findings do not clearly confirm the presence or absence of the reported problem with the device and investigation finding of - no device problem found, reported problem cannot be reproduced during investigation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the uretero-reno fiberscope had pieces of laser sheath to shear off when inserting. It was reported that the issue occurred during the unspecified procedure. The intended procedure was completed with the same device. There were no reports of patients¿ harm.